Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the failure of the monitor cable or monitor used in combination. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image disappeared and the noise was displayed when outputting the image from the dvi terminal. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.